Event description:
A customer reported that cidex opa solution failed and retested the solution. The subsequent test of the solution passed and the customer continued to use the solution. The customer reported there were no reports of patient injury, and the customer stated the solution should have been disposed when the test failed.